Event description:
It was reported that this left ventricular (lv) lead showed over sensing, high impedances and noisy signals that resulted in inappropriate shocks. The therapies were turned off and then the lv lead was explanted at a surgical intervention. No information on lead return. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed over sensing, high impedances and noisy signals that resulted in inappropriate shocks. The therapies were turned off and then the lv lead was explanted at a surgical intervention. No information on lead return. No additional adverse patient effects were reported.